Manufacturer narrative:
Additional information provided in h.6. And h.11. No consumable product has been returned to the investigation site for evaluation; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The root cause of the customer's complaint could not be conclusively determined as product was not returned and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that pars plana vitrectomy surgery was scheduled for retinal detachment in the right eye. During the procedure, the eye was under infusion with balanced salt solution (bss). At one point, the vitrectomy machine stopped and displayed an error message on the monitor indicating an "infusion sensor error" and instructing removal of the infusion cannula during surgery. Since the eye was already under infusion, no issue occurred; a new cannula and infusion line were placed, and the procedure continued. This happened again about fifteen minutes later, and the same steps were repeated without issue. At the end of the surgery, after complete removal of the vitreous, laser photocoagulation was being performed to seal the retinal tears. At this stage, the infusion was switched to air. Without any prior warning or error message from the machine, and without any indication of malfunction, there was a sudden and sharp drop in intraocular pressure, resulting in collapse of the eye. Upon further examination, it was found that the air infusion tubing had become completely disconnected from the infusion cannula, preventing air from reaching the eye. Consequently, the eye collapsed. The tubing was immediately reconnected. Silicone oil was injected to maintain adequate ocular tone, and laser photocoagulation was completed. The current condition of the patient was unknown. Additional information was requested but has not been received to date. This report pertains to the fluid-air exchange tubing involved in this complaint.